Manufacturer narrative:
Additional information: b5, g3.

Event description:
Update 13-feb-2026 - further information was received: it was reported that during the shoulder bankart/ slap repair, that one anchor did not break but the eyelet broke off in the socket and remained inside the patient. The second anchor (same part number and batch) broke into two pieces but all fragments were retrieved from the patient. The patient suffered a glenoid fracture during implantation of the anchors. The small glenoid fracture did not require treatment. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique and no second surgery is planned.

Event description:
It was reported that during the arthroscopic labral repair, the anchor broke inside the patient. Some of the fragments were removed from the patient, but part of them remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.